Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose level was 160 mg/dl. The customer stated that they will continue to use the pump until the replacement arrives.